Event description:
A surgeon reported having a pt with white spots on the lens following intraocular lens (iol) implant surgery. Posterior capsular opacification (pco) has been observed. A yag procedure was performed after which the spots were less white, but still present. The pt has not noticed anything abnormal except a lessened visual acuity due to pco. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).